Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete event, patient and device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective stimulation with their scs system. As a result, surgical intervention was undertaken on (B)(6)2024 wherein the scs system was explanted to address the issue. No further information is known at this time.